Event description:
A user facility reported to olympus that the evis exera duodenovideoscope angulation works but the angulation control knob feels too loose or light. In addition, universal cord defects was noted and air/water leakage was detected after the procedure. During a standard service inspection of the customer returned device, plastic distal end cover crack was noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the angulation wires and knobs required adjustment. The air/water leakages were not confirmed. In addition, plastic distal end cover crack and universal cord scratch were observed. It was surmised that the defects were caused by wear and tear or customers handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide a correction for. This report also includes additional information based on the legal manufacturer's final investigation. Added additional reportable malfunctions. Checked 'other' to add country (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the cause of the plastic distal end cover crack, gap between nozzle unit and distal end, corroded light guide lens and objective lens glue cracked likely occurred from user mishandling or physical stress on the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding handling the device which may have detected the event: "preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The following information is stated in the instructions for use regarding handling the device which may have prevented the event: "important information. Please read before us. Warnings and cautions: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
In addition to the device evaluation, the following were found to be reportable malfunctions: gap between nozzle unit and distal end, corroded light guide lens and objective lens glue cracked.